Event description:
It was reported that the customer received multiple occlusion alarms. There was no impact to the customer's blood glucose level at the pump was being used during a saline trial.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.